Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided pcn percutaneous drainage catheter placement procedure using the navarre opti drain and it was reported that, sometimes post procedure the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not reported for evaluation. However, one video was provided for review. The video shows a navarre catheter held by a clinician where the pigtail end is shown, the thread seems to be intact near the distal end. Later the clinician unlocks and pulls out the stylet showing the pigtail thread. One end of the thread, which is attached to the hub can be noted, while the other end is not clear in the video. Therefore, the investigation is inconclusive for the reported break and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result. Conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a ultrasound guided pcn percutaneous drainage catheter placement procedure using the navarre opti drain and it was reported that, sometimes post procedure the sure-loktm thread allegedly had digression. The procedure was completed by using another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.